Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "device failed psi testing during preventative maintenance 21.15, 20.05, 21.05," was not reproduced. The device was sent for downstream occlusion testing, and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. The pressure plate holder, fingers, and valves will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed psi testing at higher values of 21.15, 0.05 and 21.05. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.